Manufacturer narrative:
The recipient is reportedly experiencing non-auditory sensations with and without device use, and discomfort with device use.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The electrode condition prevented several of the electrical tests from being performed. The device passed all the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly an inconsistent user of the device. Device testing is scheduled. Revision surgery is scheduled.